Event description:
During a remote follow-up, an episode of supraventricular tachycardia (svt) was observed on the device and resulted in inappropriate anti-tachycardia pacing (atp). Additionally, far-field oversensing due to low amplitude and undersensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.